Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number-2461d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that, the metal cutter was broken off. The consumer stated that, the other units in the multipack were fine. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Review of data associated with this complaint revealed no adverse trends and no trend involving lot number 2461d. Retain sample was visually examined and met specification. Returned sample with lot number 2461d was received open and used. The insert was broken. Final packaging records for lot 2461d reviewed noted no non-conformances or deviations related to complaint event description. Review of the investigation documentation did not indicate that reach johnson and johnson floss, mint waxed lot 2461d failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number-2461d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that, the metal cutter was broken off. The consumer stated that, the other units in the multipack were fine. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.